Event description:
It was reported that the cartridge would not fully snap into the pump. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.